Event description:
It was reported a patient underwent a left hip revision approximately four months post implantation due to a dislocation. The stem was removed and a competitor stem was cemented into the femur. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-002759. D10: cat #: 110024464 / g7 dual mobility liner 44mm f / lot #: 65711734. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: cat #: ep-200150 / g7 dual mobility liner 44mm f / lot #: 477130. Proposed component code: mechanical (g04) - head. Visual examination of the provided pictures identified a bearing to be laying on the tray, no other information could be obtained from the image. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: impressions: left tha with slightly asymmetric position of the femoral head within the acetabular cup and short femoral neck on post op imaging could indicate liner abnormality. Small femoral head also seen with possible early loosening of the femoral stem and eventual dislocation of the femoral head. The event is confirmed based on the evaluation of the provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.